Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Contact force was displayed when the returned device was connected to the tactisys quartz unit and optical fibers 1-3 met specifications for optical properties. The device also met specifications for temperature response. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions ablation procedure, the patient became hypotensive and a pericardial effusion was diagnosed via echocardiogram. A pericardiocentesis was performed in order to stabilize the patient and a drain was placed. The physician believed the perforation leading to the effusion occurred while manipulating the catheter in the outflow tract. There were no performance issues with the device.